Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the down arrow and ok keypad buttons were intermittently unresponsive and required several hard presses to activate a response. None of the keypad buttons spring back or click normally. There was evidence of keypad contamination found under the key contacts and the ok button contact was found to be inverted.

Event description:
On (B)(6) 2012, the reporter called animas alleging that beginning 2 weeks ago, the ok keypad button became unresponsive requiring at least 3 presses to evoke a response. The reporter also alleges that the down arrow keypad button is losing response. The keypad is reportedly intact without visible damage. The patient reportedly keeps the pump attached to a belt in a pump case. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.